Event description:
It was reported the patient reports while stimulation was turned on, the patient states in certain positions she gets a sharper stabbing pain. The patient states it's like someone was continuing to zap her and it's like a shocking sensation. The patient states it's hard to describe the feeling. The patient states this started a couple weeks after she got her implant. The patient feels this in the center of her left buttock as well as down her left leg. The patient has been noticing the issue in her left leg for the last week. The patient states she never had this issue with the trial. The patient states she feels it was positional. The patient states yesterday she was at 3.4 volt and had to turn it down to 3.2 volts. The patient will feel the uncomfortable stimulation when she was sitting or lying. The patient states she normally has a high threshold for pain. The patient states last week this happened when she was standing but it eased up on it's own. The patient reports when she turns stimulation down, it does help. The patient states the permanent implant was not helping as much as the trial was. The patient states she has the therapy for bladder control and leaking issues. The patient states she feels the therapy was still helping her by 50%. The patient states she now goes through 3 pads verses 5 in a day. The patient states she just feels like she hasn't found the right channel yet. The patient reports she has tried each program and usually sticks with one program for at least a week. The patient states the stabbing sensation was apparent with each program. The patient states she has her next appointment with her hcp(healthcare provider) on (B)(6) 2014. The patient reports she has not had any falls or trauma. The patient reports having soreness around the ins(stimulator) pocket site. The patient states her ins was close to the surface of her skin. The patient states when she sleeps, she can't pivot from her left side to her right side. The patient states she has to sit, turn and lay down. The patient also has shoulder issues. The patient states the soreness around the pocket site has been about 1 month. The patient states if she leans against the wall and she touches it, it feels like she was being poked. Additional information received reported "the screen works, my implant is not working." The patient reports no stimulation sensation. "I have not stimulation sensation whatsoever. What has happened previously, of its own volition the thing will get stronger and very sharp and it doesn't go away for a long time. Sometimes it shuts off on its own. Sometimes I can't stand it and I have to change the channel." Patient programmer indicates the ins (stimulator) had been turned off. The patient education on patient programmer use resolved the reported issue. The patient reports a shocking or jolting sensation. The caller reports a surging sensation. The patient reports stimulation in the wrong location. The patient indicates there was no known accident or incident related to this complaint. The location of the patient's symptoms were at the perineum. The patient went outside yesterday and realized they had not felt stimulation for a while "so I got it out to check the program, maybe I needed to up the thing." The patient states that many times over the past month they plug in the antenna and place it over the ins, the sync key, and the patient sees what channel they are on. "At the top there's a + and ¿ button and I'll hit the + and I can feel the difference¿. The patient cannot get it to do that. Navigator does work to change groups. The patient changed to group 4 at 2.6, "I press the + and it goes back to that same circle but it does nothing, I feel nothing." Check mark in the box for program 4. The patient uses the antenna. Had the patient to sync with ins. The patient was asked if there was a lightening bolt in the top left corner. The patient described the patient programmer icon was 25%. The patient was asked again about the top left corner of the screen. The patient said there was a blank oval. The patient press the on key and the lightening bolt appeared "now it's working." The patient said "I knew it wasn't on because I couldn't get it to do anything. No one said about pushing the blue buttons. So when it's not working, I press the blue buttons and it reboots?" Top blue button has lightening bolt and corresponds with the symbol in the top left of the screen. The patient also reports that sometimes the "vibration thing will get stuck on it and it doesn't stop, it stays on like that. One time it stayed on for over an hour until I was able to get home" because the patient did not have the programmer with them. "It will stay on for a while. If I can't stand it then I turn it down. I don't know if it would eventually go off on it's own or not." The patient was asked if there was any pattern to this coming on and going off. The patient states "it did it" at disney world one time, another time the patient was sitting down "I do know that it can change positional, the intensity." The patient wonders if something "slipped." "It didn't feel that way when I did the trial. It's like someone's poking me in the butt." During the trial, the patient felt stimulation "down lower. This was higher." The patient was asked if the stimulation was initially consistent and effective after implant." The patient stated yes, it has changed since I first got it implanted." The patient started on program 3 after implant at 3.55 and "when it started to wear off it was really strong, kind of like a jolt, so I turned it down." The patient indicates that every few days they change programs and gradually increases stimulation until they feel and are "less symptomatic." The patient reports "before implant, ben showed me what the thing looks like, the 4 little areas, and they actually feel different." The patient describes one "like you crack something and it goes from the center and feathers out. That's sometimes what the sensation feels like. The patient was asked if they recalls any event or activity that might be causing the changes. The patient said that one week post-implant, the patient flew and went on a cruise "so I really didn't do much of anything." The patient said they did not lift anything, climb many stairs, "I've been very careful with it." The patient reports that while on the cruise and sitting in a chair, the stimulation would give sharp jabs. After 10 min the patient went back to the cabin and changed the stimulation. The patient was asked if they went on any rides at disney world. It was noted ¿no.¿ the changes in stimulation happened prior to going to disney world last week. It was noted that the patient was backing off the medicine they were taking. Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2014. It was noted by the patient that the manufacturer customer service was excellent and very helpful.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0h0r4, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient had a shocking or jolting sensation. This information was previously reported to the representative in (B)(6) 2014. The patient said for the past three weeks she has felt an intermittent shocking sensation over the ins (stimulator). The patient said she will be sitting perfectly still and she feels the sudden shock. The patient said the shock was not related to movement. The patient said she was not around emi (electromagnetic interference) when she feels the shocking. The patient has an appointment with healthcare provider on (B)(6) 2014 and she will request to have the device checked. It was also reported that the patient was having issues a month after implant with the stimulation staying on for long periods of time which was uncomfortable to the patient. The patient used her patient programmer to ¿reboot¿ the stimulator and this helped the issue. The issue got better.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0h0r4, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient kept adjusting the programs since implant because she couldn&#62752;find any settings that would work for her. She had some improvement, but it never helped 100 percent. In (B)(6) 2015, an x-ray was done to check the wire placement. Some tests were done and it was determined that two of the four leads were not working. The device was replaced and the new implantable neurostimulator (ins) was placed on the right side instead of the left side to see if that made a difference.

Event description:
Additional information received from the consumer reported that their device had never been effective. The device was replaced because "two leads" weren't working.